Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction below the sensor pad. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as red, raised, and painful to the touch. Affected area was treated with triamcinolone acetonide cream prescribed on (B)(6) 2016. At the time of contact, patient is fine. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.